Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during installation by a getinge field service engineer, it was discovered that the cardiosave intra-aortic balloon pump (iabp) had three new helium tanks that were empty (no helium), and three more were only 1/2 full. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
Updated fields - b4,d9,g3,g6,h2,h3,h4,h6(type of investigation,investigation findings,investigation conclusions,h10. A getinge field service engineer (fse) during installation service found that three of the new helium tanks received by the customer were empty (no helium), and three more were only 1/2 full. The expiration date on the tanks is (B)(6) 2028. Fse have requested sales support to provide replacement tanks. Returning the tanks is not possible at this time as he do not have the authorization to ship compressed gases. Discovered during installation prior to releasing the equipment to the customer.there is no service report for repairs. There is no equipment issue to report, this is an empty helium tank from the box. Sales support replaced the empty tanks.